Event description:
The hcp reported the pt had a revision of the catheter due to cerebrospinal fluid leak in 2004. The wound was non-healing. The device system was epxlanted two weeks later due to a wound infection.